Manufacturer narrative:
One medfusion pump was received with no signs of external damage. The event history log was reviewed and there were no alarms relating to the reported issue. The power up process was conducted and the reported "time base background (bgnd) test" error was unable to be duplicated. It was discovered that a counterfeit black low profile supercap installed on the main board causing an intermittent error. This issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pump. The use of counterfeit components in the repair of medfusion pumps is strictly prohibited. The mainboard will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "time base background (bgnd) test" error in the alarm history. There was no reported adverse event.